Manufacturer narrative:
Skin indentation and hyperpigmentation after opus colibri, may leave scars if left untreated. The report was submitted on 30.4.23 in the test mode, and on 16.7.23 it was resubmitted in the production mode.

Event description:
It was reported about skin indentation and hyperpigmentation after opus colibri treatment.